Event description:
It was reported that during a colectomy, the first and second device fired malformed staples. Additional sutures and a temporary ileostomy were performed. Operating time was extended by one hour and the patient is doing fine.